Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found repeated 25521 errors on mtmr and mtmr2. The fse removed and replaced mtmr and mtmr2. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was unable to reproduce the customer reported complaint of getting errors 25521 but could confirm as having occurred via field error logs. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The following parts will be replaced as a precaution: embedded serializer in master base (esmb) printed circuit assembly (pca), black and white flat flex cables (ffcs), main wire harness. The other mtm2 was also returned for failure analysis, and the reported failure (error 25521 along axis 8 / gimbal grip) was unable to be reproduced but could be confirmed as having occurred via field error logs. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. Visual inspection was performed, and corrosion was noticed on r connector to esmh. The following parts will be replaced as a precaution: embedded serializer for master handle (esmh) printed circuit assembly (pca), rotary joint secondary (rjs) pca, and rotary joint primary (rjs) pca.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, they encountered a recoverable error requesting the surgeon to disable the right master tool manipulator (mtmr1). The reporter disabled mtmr1 and a short time later the system reported there was an error with mtmr2 and requested the user disable mtmr2. The reporter requested a log review and assistance troubleshooting. The technical support engineer (tse) found error 25521 on mtmr1 and error 1 on mtmr2. The reporter tried to power cycled and hard power cycle the surgeon side consoles (sscs) two times with no change. Tse recommended the staff retrieve another ssc from a different system, but the surgeon elected to convert to laparoscopic. While verifying the source of power for the two sscs the reporter found they were both connected to the same operating room (or) circuit. The tse recommended the staff utilize separate circuits for the ssc power. The procedure was completed laparoscopically with no reported injury.